Manufacturer narrative:
Pharmacovigilance comment: in the follow-up report received on 17-may-2016, the reporter has assessed the case to fulfill the seriousness criteria "permanent impairment of a body function or permanent damage to a body structure". The case report describes an allergic reaction a few days after treatment with restylane perlane and emervel volume. The report also describes a possible non-specified adverse reaction that occurred approximately 2 months after the treatment with subsequent cheek atrophy. Treatment of the event included hyaluronidase and per oral antibiotics and the unspecified event abated after approximately six months. Due to the unclear circumstances/limited information provided, the manufacturer considers the causal relation between events and treatments as unassessable. Engineering evaluation: the events are already addressed in the labeling. No corrective or preventive action will be initiated. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 13187. No lot number was reported for emervel volume.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2016 by a physician which refers to a female aged (B)(6). The patient's medical history included allergies (not specified). Concomitant medication with vitamins, calcium, and omega-3. On (B)(6) 2015, the patient received treatment with 2 ml restylane perlane (lot 13187) to the cheeks with unknown needle and unknown technique. On (B)(6) 2015, the patient received treatment with 2 ml emervel volume (lot unknown) to the cheeks with unknown needle and unknown technique. A few days after injection, (B)(6) 2015, the patient experienced allergic reaction(implant site hypersensitivity) at the cheeks. About 67 days later, on (B)(6) 2015, the patient experienced severe, adverse reaction(adverse event) (not otherwise specified in the adverse event form). Unknown time later, in 2015, the patient experienced cheeks atrophic(skin atrophy) at the cheeks. The reporter assessed the case as serious due to permanent impairment of a body function or permanent damage to a body structure. Treatment for the adverse event included hyaluronidase [hyaluronidase] [(B)(6) 2015], and clindamycin 150 mg bid for 10 days [clindamycin hydrochloride] [(B)(6) 2015]. At the time of the report the adverse reaction was recovered/resolved with sequelae, within 159 days. At the time of the report the allergic reaction was recovered/resolved. At the time of the report the cheeks atrophic was not recovered/not resolved.